Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4), due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable.d10: the subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. H4, h6: a device history record review was performed for the subject device lot. Manufacturer: synthes brandywine. Date of manufacture: apr 11, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a t9-l3 posterior lumbar fusion on (B)(6) 2016, the surgeon attempted to capture the rod when the 6.0mm titanium matrix polyaxial screw 50mm head broke off of one of the screws already placed in the patient. The surgeon had to helicopter out the screw to remove it. It was further reported that the matrix simple persuader standard and footed matrix rocker fork were used to attempt to reduce the rod into the screw head prior to the polyaxial head popping off. The head of the polyaxial screw popped off, but did not fall into the patient. The surgeon was able to easily retrieve the head and remove the screw shaft. The rod was implanted successfully using a matrix reduction head screw after the defective screw was removed. Both instruments were used again to introduce another rod into a polyaxial screw head with no issue. The reported event resulted in a five (5) minute surgical delay. The procedure was completed successfully with no patient harm.concomitant devices reported: cocr straight matrix 5.5mm rod 300mm (part # 09.633.191, lot # unknown, quantity #1), footed matrix rocker fork (part # 03.632.011, lot # unknown, quantity #1), matrix simple persuader standard part # 03.632.009, lot # unknown, quantity #1),this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot numbers provided for two of three concomitant devices. Lot numbers provided for two of three concomitant devices a product development investigation was performed. It was reported that the polyaxial head came off a matrix polyaxial screw (04.632.650) while attempting to reduce a rod into the screw head. The head was easily retrieved and the screw was removed and replaced with a reduction head screw after a five minute surgical delay. The returned 6.0mm matrix polyaxial screw was examined and the complaint condition was unable to be replicated as the screw body was returned separated from the polyaxial head. Both the body and head were found to be intact and not broken. No thread or anodization damage was noted on the returned implant. The polyaxial head was able to be reassembled with the screw body and form a secure construct. As the complaint condition was unable to be replicated and no identifiable defect or deficiency which may have contributed to the complaint condition was noted, the complaint is unconfirmed. Additionally the following concomitant devices were returned without allegation: footed matrix rocker fork (part # 03.632.011, lot # 6508082, quantity #1), matrix simple persuader standard (part # 03.632.009, lot # t972092, quantity #1) these instruments were utilized while attempting to reduce the rod into the screw head. As no allegation was made against the devices and no deficiencies were noted upon examination, no further investigation will be completed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: footed matrix rocker fork (part # 03.632.011, lot # 6508082, quantity #1), matrix simple persuader standard (part # 03.632.009, lot # t972092, quantity #1).